Manufacturer narrative:
The report that the ipg was revised due to ¿unable to communicate with¿ was confirmed. Analysis of the returned ipg found the device was inoperable. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to a stuck processor. Analysis of the device and a review of the logs found that the condition occurred on the day of the lead revision procedure the patient had, during which they did not place the device into surgery mode.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall patients leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein leads were explanted and replaced to address the issue. During the procedure patients ipg became unable to communicate with external devices, patients ipg was then explanted and replaced to address the issue.